Event description:
The customer reported this lead was removed from service, as it had been exhibiting low impedance measurements which triggered the lead safety switch (lss) in the associated competitive device. No other adverse events have been reported. The lead was actively implanted for approximately 15 years, 5 months.

Manufacturer narrative:
The location of this lead is unk, as a result, the reported allegation cannot be confirmed. The pt had a competitors device interfaced with our lead. Attempted to obtain the lead, the impedance measurements and any additional info, but was not successful. No other adverse events have been reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.